Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013 the patient contacted animas alleging that the display screen became unreadable after he had been swimming with the pump. The patient stated there was moisture across the entire display screen. There was no damage noted to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: on investigation, leaking testing revealed the pump had a leak around the case seal. The pump was opened for investigation and revealed moisture inside the pump with intense deterioration of the interior components of the pump. The keypad functionality was not able to be tested due to moisture damage. There was failure of the vibratory motor due to moisture damage.